Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that the catheter was inserted and urine would not drain out .the nurse removed the catheter and checked it. When 10ml of water was injected into the inflation tube to fill the balloon, it only filled on one side. Per email received from (B)(6) representative on 10-july-2019, the catheter was stored flat in the box from the supplier (mass) along with other goods such as catheter packs etc. On inspection prior to use, the catheter appeared normal. The user used a test balloon prior to insertion. However, this practice was ceased on written protocol and catheter insertion procedures. Sterile water, steri-amp and 10ml ampule from promed catheter pack pmdl6920.3, lot 26707, exp 09/2019 was used to fill the balloon. Flow was noted on insertion. The balloon filled and the resistance was greater than a normal balloon resistance, which was not felt. Client did not express pain on balloon inflation. After client stood, he or she had a glass of fluid and waited approximately 20-25 minutes where no further flow was noted. There were steps taken to get urine to flow before removing the catheter, such as flushing the catheter with 50mls of sodium chloride 0.9%, but still no drainage. The user then deflated the balloon to check the quantity of fluid in the balloon. When the user removed the catheter a blood clot was pulled from the catheter tip. The user was concerned so the balloon was checked post removal. It is unclear if the blood was related to the catheter. The lack of pain voiced by the client with little resistance from balloon inflation lead them to believe that the catheter tip was in correct placement.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fi ll the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the catheter was inserted and urine would not drain out .the nurse removed the catheter and checked it. When 10ml of water was injected into the inflation tube to fill the balloon, it only filled on one side. Per email received from ibc representative on (B)(4) 2019, the catheter was stored flat in the box from the supplier (mass) along with other goods such as catheter packs etc. On inspection prior to use, the catheter appeared normal. The user used a test balloon prior to insertion. However, this practice was ceased on written protocol and catheter insertion procedures. Sterile water, steri-amp, 10ml ampule from promed catheter pack pmdl6920.3, lot 26707, exp 09/2019 was used to fill the balloon. Flow was noted on insertion, balloon filled and resistance greater than normal balloon resistance was not felt. Client did not express pain on balloon inflation. After client stood, he or she had a glass of fluid and waited approximately 20-25 minutes where no further flow was noted. There were steps taken to get urine to flow before removing the catheter such as flushing the catheter with 50mls of sodium chloride 0.9%, but still no drainage. The user then deflated the balloon to check the quantity of fluid in balloon. When the user removed the catheter a blood clot was pulled from the catheter tip. The user was concerned so the balloon was checked post removal. And not sure how the blood was related to the catheter. The lack of pain voiced by the client with little resistance from balloon inflation lead them to believe that the catheter tip was in correct placement.